Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set's tubing detached close to the site and her blood glucose level was 18 mmol/l. The site location was at patient's right abdomen and the pump was in her pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.